Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one loading unit. Visual evaluation of the loading unit noted that it was fully fired and the anvil clamping mechanism was deformed. Additionally, the staple pushers were observed to be flush with the cartridge surface. Further evaluation also noted that the knife bar laminates within the loading unit were bent. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause was identified as improper use with a secondary condition associated with a variation of an internal compone nt. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemi-colectomy, while stapling the colon to remove the diseased portion, the device was unable to unload and the jaws locked on tissue. The knife blade could not be retracted and was unable to reload as the jaws of the reload would not open. The surgeon provided a micro squeeze to the handle which advanced the knife blade in an attempt to get it back on it's tract. It worked and the surgeon was able to pull back on the black knob successfully, he retracted the knife blade and the jaws opened. Medical intervention was required to prevent permanent impairment of a function. The surgeon had to convert to open and transect additional colon above and below initial resection attempt to complete the case. There was an unanticipated tissue loss, the surgical time extended 30 minutes or more due to the device's problem and the incision extended more than 1 inch. The patient is alive with no injury.